Manufacturer narrative:
Clinical investigation: there is temporal relationship between ccpd therapy with the liberty cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. However, touch contamination is a well-known risk factor for the development of peritonitis in pd patients. Therefore, it is likely touch contamination is associated with the event as reported by the pd nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a separate event, it was reported a patient was diagnosed with peritonitis. The patient was treated with unknown antibiotics. During follow up the patient¿s pd nurse reported the cause of the peritonitis infection was touch contamination (during ccpd treatment). Reportedly, the patient¿s peritonitis event is resolving. The patient has resumed peritoneal dialysis. Additional information was solicited, but unavailable.